Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone that the tip broke off the customer's bio-intrafix modhexdrv 30mm into the screw during an acl procedure. The piece was removed from the screw and rep confirmed no debris in patient. The case was completed with the reported device as it broke during the last screw insertion. There was no adverse patient consequences or delay. The sales rep reported an unknown lot number but stated it is 2 years old and has seen heavy use. The device will be returned for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed that the device was broken in two pieces, confirming this complaint. The device was broken approximately 3 mm distal to the point where the hex driver begins. On both pieces of the device adjacent to the break, the material was twisted and deformed. The observed failure appears consistent with excess torque being applied, which would cause the device to deform and eventually break. The device is approximately five years old and may have seen heavy use in the field. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the tip broke off the customer's bio-intrafix modhexdrv 30 mm into the screw during an acl procedure. The piece was removed from the screw and rep confirmed no debris in patient. The case was completed with the reported device as it broke during the last screw insertion. There was no adverse patient consequences or delay. The sales rep reported an unknown lot number but stated it is 2 years old and has seen heavy use. The device will be returned for evaluation. The incorrect device was initially reported. The correct device is product code 219958, modular driver 30 mm.